Manufacturer narrative:
The log review indicated that the ventilator was unable to complete the 2-point calibration, even though there was sufficient o2 supply and inlet pressure. Additionally, the 1-point calibration did not achieve the 100% threshold, and alarms tf 300, 545, and 316 were noted during startup. A field service engineer (fse) evaluated the device on-site and discovered the presence of a third-party o2 sensor, a loose bronze filter, and overdue calibrations. The o2 sensor was replaced, the bronze filter was secured, and all necessary calibrations were conducted. Verification testing confirmed that all values were within specification. The device underwent 10 power cycles without any alarms being triggered. The device successfully passed all tests, complies with OEM specifications, and has been returned to service.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Customer stated that the device exhibited technical failures 300, 545 and 316. There was no patient involvement reported.